Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of 40 mg/dl while asleep. The user¿s mother found the user lethargic and treated with nasal glucagon, after which the user¿s bg returned to range. The user did not require hospitalization and reported no long-term health effects.